Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. Data was provided for evaluation. The reported loss of connection was confirmed. The root cause was determined to be a temporary communication error between the application and the transmitter. Additionally, it was indicated that the patient was using an unsupported operating system.